Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) inappropriately delivered an anti-tachycardia pacing therapy for a supra ventricular tachycardia (svt)/paroxysmal atrial tachycardia event that the device classified as fast ventricular tachycardia (vt). It was also noted there was possible high left ventricular (lv) lead threshold. The device and lead remain in use. No further patient complications have been reported as a result of this event.